Manufacturer narrative:
H6: code d15 and d1102 - investigation result - procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. The investigation could not confirm the cause of the primary reported hazardous situation nor assign a primary device failure mode. The condition of the vsx device as returned for evaluation was consistent with the primary reported complaint of a stuck vsx device deployment line during attempted deployment. The outer zipper of the vsx device as returned was deployed nearly to the turnaround, while the endoprosthesis was still constrained on the delivery system. Deployment of the returned vsx device did not continue and bunching of the zipper at the distal end of the endoprosthesis was observed. However, after manipulation to release the bunched zipper, deployment was able to continue during evaluation. The root cause of the stuck deployment line during the procedure could not be established. It was reported that there was an attempt to withdraw the vsx device endoprosthesis back through the sheath, but the device could not be withdrawn and was removed surgically. The vsx device instructions for use warn against withdrawal of a fully introduced vsx device through the sheath due to the potential for damage to the endoprosthesis. Slight flowering at the proximal end of returned vsx device endoprosthesis was observed. The cause of the observed flowering of the vsx device endoprosthesis and inability to withdraw the vsx device are consistent with the potential use error of attempting to withdraw a fully introduced vsx device back into the sheath. The gore® viabahn® endoprosthesis with heparin bioactive surface IFU states: warnings ¿ do not withdraw the gore® viabahn® endoprosthesis with heparin bioactive surface back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® endoprosthesis with heparin bioactive surface back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® endoprosthesis with heparin bioactive surface to a position close to but not into the introducer sheath. Both the gore® viabahn® endoprosthesis with heparin bioactive surface and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® endoprosthesis with heparin bioactive surface or introducer sheath.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code b01, b15 - device and imaging were returned to gore and are under evaluation. Code c21 - a review of the manufacturing records indicated the device met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with a 10mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat peripheral vein of the right upper limb. After vsx device was advanced to target lesion, deployment line stuck was found and great force was applied by physician but still stuck. During the withdrawal of vsx device, it was stuck and was removed by surgery. Patient tolerated the procedure and status was good.